Event description:
The customer reported that an alarm occurred during a primary infusion on the pediatric oncology unit. The nurse opened the pump door and found a balloon at the upper silicone segment. The infusion was programmed at 10 ml/hr. The set had been in use for 29 hours prior to the event. The customer stated an IV push of zofran was performed approximately 3 hours prior to them finding the ballooned tubing. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test produced a balloon within the silicone segment at 15 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. Because the customer stated that an IV push was administered 3 hours before they noticed the ballooned tubing, the root cause is most likely due to giving the IV push without clamping the tubing above the injection port. Past investigation determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.